Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and unresponsive buttons. The customer¿s blood glucose level as unknown. The customer reported that they were changing infusion sets and when she held down the select button on load nothing happened, it allowed her to go back but did not load. The customer stated that there were no arrows on the screen and the motor was not running. The customer also stated the screen of her insulin pump had a white line and along the edge it also had a white halo toward the top of the screen. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer stated that the circle button was unresponsive. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. The customer stated that the frequency of the issue was off and on for a couple of weeks. The customer also reported that the insulin pump appeared to have missing pixels. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. No missing segments/partial display noted during testing. (B)(4).